Event description:
According to the reporter: during the procedure, threads frayed and broke consecutively. Another suture was used. Operating room time was extended more than 30 minutes. Bleeding was slight oozing. There was tissue damage reported and nothing fell into patient's cavity.

Manufacturer narrative:
(B)(4).